Event description:
It was observed during the device inspection that the bronchovideoscope had residual fluid, or foreign matter leaking from the forceps channel, abnormal noise occurs during angulation operation, corrosion on the scope connector causes occurrence of e315 and corrosion was observed on the vent port fitting. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely the residual fluid or foreign matter leaking from the forceps channel is likely due insufficient cleaning however, the foreign matter could not be identified. Corrosion, noise and error e315 was likely due to electric continuity error due to water invasion or some kind of stress problem. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device